Event description:
It was reported that during a hand assisted laparoscopic nephrectomy the device produced scissored clips while trying to clip the lumbar vein. The event did not change the original intent of the procedure. There was no pt consequence.